Event description:
Customer complains internal battery failing to charge after unit had preventive maintenance done. Also unit intermittently fails to release pressure to allow pt to exhale.

Manufacturer narrative:
Lab testing: unit set-up and ran for several weeks. Unit was tested in environmental chamber and operated using both internal and external battery power. All audible and visual alarms worked normally and no incidence of "low pressure alarm" observed. Batteries were recharged and operate normally. Unable to duplicate the failure observed by the customer. No corrective action determined.